Event description:
It was reported that high lead impedance was noted on the right ventricular (rv) lead. Further review found the impedance trend appears similar to a lead affected by calcification, and high thresholds were very high. Repositioning the lead or programming changes were suggested. Unknown if any intervention was performed. No patient symptoms were reported.

Event description:
New information indicated that the right ventricular (rv) lead was revised. No further information was reported.

Manufacturer narrative:
The reported event of unacceptable threshold and high lead impedance were not confirmed. As received, a partial lead with only connector portion was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead, as received. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage.